Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an s3 system alert on setup. Motor MFR # 3003306248-2024-00041.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was confirmed; however, the centrimag console was determined to have been unrelated to the root cause of the reported event. The returned centrimag console (serial number (B)(6)) was functionally tested and performed as intended throughout all testing. The root cause of the reported event has been addressed via the centrimag motor¿s investigation and was not correlated to an issue with the console. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.